Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant procedure was completed, patient¿s blood pressure started to drop and experienced labored respiration. Echocardiogram performed and it was noted that right ventricular was perforated by one of the implanted leads. Physician performed a pericardiocentesis to drain the blood. After that, as per physician decision, this right atrial lead and entire system were explanted. No additional adverse patient effects were reported.